Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient received an end of battery life message and noticed some increased in pain that was normally controlled with the stimulator. The patient underwent a replacement procedure wherein a rechargeable ipg was implanted and patient was doing well postoperatively. The explanted ipg was discarded per hospital policy.